Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced a brief sensor issue for several hours. The patient stated he was unable to monitor his bg meter readings as he didn¿t have a glucometer with him while he was away from home. The patient could not recall his last known cgm value prior to the brief sensor issue starting. Once the patient returned home (several hours later), the patient became incoherent. The patient¿s daughter noticed on the follow app that the patient¿s cgm value returned and was low. The patient¿s daughter assisted the patient and treated him with cookies and candy bars. The patient recovered and did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.